Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Inspection of the device revealed that the sampler assembly was not moving to the required positions. Fse replaced the nozzle assembly and the sampler assembly, and then checked the sampler alignments. The customer was subsequently able to run ipth qc without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 20aug2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-360 operator's manual, under chapter 7- error messages and flags was reviewed. 4029 spec t-axis home not found: the aia-360 operator's manual indicates that the 4029 spec t-axis home not found error message is generated when the specimen omega axis motor home sensor fails to activate. The operator is instructed to inspect motor pm204 and sensor s204. 2012 air detected (diluent): the aia-360 operator's manual indicates that the 2012 air detected (diluent) error message is generated when there is no contact with the liquid surface after sample suction. The operator is instructed to contact the tosoh customer service. Nozzle assembly replacement: the aia-360 service manual revision 1; under chapter 3-11- replacing permanent nozzle was reviewed. 3.11.2 replacing permanent nozzle: 1. Remove the screws securing the nozzle (be careful not to drop screws or retaining plate). 2. Remove the nozzle from above and loosen the flare fitting on the pressure sensor unit and remove. 3. Prepare a replacement nozzle and install using the removal procedures in reverse. .

Event description:
It was reported that the customer received "error 4029 spec t-axis home not found" and "2012 air detected (diluent)" errors while calibrating intact parathyroid hormone (ipth) on their aia-360 analyzer. The analyzer received preventative maintenance (pm) two days prior and had not run since the pm. The customer also reported that the sample nozzle was bent. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One sampler assembly was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Visual inspection of the sampler assembly revealed there was corrosion on the z-axis bearing. The part failed testing. The reported event was duplicated. The most probable cause of the reported event is due failure of the sampler assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.